Event description:
While treating a pt (age and gender unk) the electrode pads arced and caused a burn to the pt. The complainant indicated that several defibrillation attempts were made, between which CPR was being performed. It was indicated that CPR was performed on top of the electrode pads. Complainant indicated that the pt subsequently expired, however it was not related to the malfunction. The complainant indicated that subsequent to the event, the electrodes were examined by the facility's biomed dept and were clearly creased.